Manufacturer narrative:
A steris service technician arrived at the user facility and shut off the facility's water supply before his inspection. The technician stated that a small puddle of water was on the floor in front of the cabinet is which the system 1e is located. The technician de-installed the system 1e's pre-a filter housing and observed damaged threads. The technician replaced both pre-a and pre-b filter housings, ran a diagnostic and processing cycle and confirmed their system 1e processor to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that their system 1e was leaking water. No report of injury.